Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mall grasping retractor instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted completion proctectomy surgical procedure, the small grasping retractor instrument's cable snapped and was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the issue happened to two separate instruments. The customer does not recall the product information for the second instrument.